Event description:
It was reported prior to using bd vacutainer® sst¿ blood collection tubes that two (2) closures had molding defects. There was no health impact or consequence reported.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). E1. Initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary - the following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 24-feb-2025. H3. Device eval by manufacturer- yes. Bd received two photos and one sample for investigation. The analysis of the customer photos showed that the bottom of the hemogard shield can be crimped and flash is seen at the top of the tube. The customer sample underwent a visual inspection for crimped product/and flash, resulting in the sample failing both tests. Additionally, 30 retained samples were visually inspected for damaged hemogard shields and flash on the hemogard shields, with all 30 retained samples passing these inspections. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: crimped/ pinched and molding defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® sst¿ blood collection tubes that two (2) closures had molding defects. There was no health impact or consequence reported.